Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient was experiencing an increase in seizures which was attributed to the end of service condition of the patient¿s device. The patient underwent surgery on (B)(6) 2014 and it was reported that high impedance was observed with the replacement generator and existing lead. Operative notes were received stating that the patient¿s device was interrogated during the procedure and the end of service condition was confirmed so the generator was replaced. The replacement generator was tested with the existing lead and system diagnostic results showed high impedance (impedance value >= 10,000 ohms). The lead pin was reinserted but subsequent tests continued to show high impedance. Therefore, the patient¿s lead was also replaced during the procedure. System diagnostic results with the new generator and lead showed lead impedance within normal limits. The patient¿s device was programmed on at the end of the procedure. Clinic notes were received for the patient's office visits prior to the replacement surgery, which indicated that the patient¿s device was tested and showed an end of service condition. There is no indication in the notes that any diagnostic tests showed high impedance. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.